Event description:
Customer complaint - limited data available stated device sparked when plugged in. Blew a fuse. Device was smoking.

Event description:
Customer complaint - limited data available the heating pad sparked when plugged into the wall. When plugged in the device blew a fuse. The device was smoking after being plugged in.